Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. Upon inspection, the fse found that the pin socket of the pressure hose was slightly bent. So in order to fix the issue, the fse adjusted the pin socket of the pressure hose. The pressure hose was then able to be plugged in normally. The unit was then able to be used normally.

Event description:
N/a

Event description:
It was reported that during routine check, the cs100 intra-aortic balloon pump (iabp) unable to plug in the pressure line not able to enter the plane. There was no patient harm reported. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.